Event description:
Healthcare professional reported "keller funnel didn't have any lubricant coating on the inside of the funnels". It is unknown if patient contact was made.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "keller funnel didn't have any lubricant coating on the inside of the funnels."

Event description:
Healthcare professional reported "keller funnel didn't have any lubricant coating on the inside of the funnels". It is unknown if patient contact was made.